Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 lead, implanted (B)(6) 2000. (B)(4).

Event description:
A right atrial (ra) lead was returned to the manufacturer after being explanted and replaced for unknown reasons. Additional information could not be obtained. Review of device memory indicated that the lead impedance trend varied over a three month period approximately one year ago. No patient complications have been reported as a result of this event.